Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that there was "poor communication" on the patient programmer; this issue began in (B)(6) 2016. Confirming the antenna was secure prior to synching with the implantable neurostimulator (ins) did not resolve the issue. The patient was rarely able to communicate when using the patient programmer with the antenna attached. Unplugging the antenna and placing the patient programmer on skin directly over the ins prior to synching with the ins resolved the issue. Additional information received from the consumer on (B)(6) 2016 reported that the patient was having pain on (B)(6) 2016; the patient stated that this pain went "according to the weather." When the patient woke up, her pain was worse than when she went to bed. It was noted that she had light stimulation settings through the night. The patient stated that the patient programmer was able to connect without the antenna and adjust. It was further reported that the patient programmer worked without the antenna, but not with the antenna. A replacement patient programmer was requested. The patient further reported on (B)(6) 2016 that the patient was still having issues communicating with the replacement patient programmer. It was further reported that the communication issues on the replacement patient programmer were resolved when the patient was in the reclining position or sitting in her car seat. The patient still saw the "poor communication" screen when she would stand. The patient also stated that she could not do this without the antenna attached. A new patient programmer antenna was requested; it was reviewed that the patient needed to follow up with healthcare professional if the replacement patient programmer antenna did not resolve the patient programmer communication issue. The consumer also reported that she was having issues getting the patient programmer to change to different positions since (B)(6) 2015. When the patient met with a manufacturer representative in (B)(6) 2016, the manufacturer representative changed the patient's settings to manual adjusting rather than automatic. The patient's indications for use included radiculopathy and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The received replacement paddle and not all but some of the pain went away.

Event description:
The patient called back and stated that they have not received the pp antenna. It was also reported that the patient still had poor communication with the antenna attached. Additional information was received from the consumer. It was reported that the patient did not want a replacement patient programmer and needed to meet with a manufacturer representative to adjust their device. It was noted that the patient called for a new programmer but it was no good, so they were waiting for a new antenna. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.